Event description:
It was reported that the tip of the reamer/irrigator/aspirator (ria) shaft was discovered to be missing while assessing field equipment. The device itself was part of field equipment and had not been used. No patient or surgical involvement. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Unknown ¿ discovery of missing component was made on (B)(6) 2015. (Lot number): supplier lot number 13928-01. Associated synthes lot number 5020042. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: lot 5020042 ((B)(4)). (B)(4) manufactured the drive shaft ¿ minimum (B)(4) mm length ¿ for use with ria (part number (B)(4), and synthes lot number 5020042 (supplier lot number 13928-01)). The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes, tabulated incoming final inspection sheet. No material record reports or non-conformance reports were generated for this lot and the parts were released (B)(6) 2005. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number 314.743, lot number 5020042, drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator). The subject device was received with the distal tip broken off, confirming the complaint condition. Per the technique guide, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is located approximately 4.3mm proximal to the distal edge of the drive shaft helix. The broken tip, approximately 25.8mm, was not returned. The proximal end shows grip marks and dents which would not be expected from recommended use. The balance of the device shows wear. Thus, the complaint condition is confirmed but cannot be replicated as the shaft is already broken. A review of the current design drawing and the manufactured revision was performed. The design history was determined to not impact the complaint condition. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use when used and maintained as recommended. Therefore, the complaint condition was determined to not be the result of a design deficiency. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued and handled not as recommended, as evident by the dents, over its approximately 10 year lifespan. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm exist and were likely used in this case. In conclusion, the complaint condition is confirmed since the drive shaft was received with the distal tip broken off. The design was found to be sufficient for its intended use when used and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that forceful handling and use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.